Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 600 mcg/day) via an implantable pump for an unknown indication for use. It was reported a pump alarm occurred. Troubleshooting was unknown. Actions taken included replacing the pump on (B)(6) 2019. There were no reported contributing factors. The issue resolved. The patient status was alive - no injury. The pump would be returned. There were no reported symptoms. Further complications were not reported.

Manufacturer narrative:
Analysis identified high electrical resistance of the motor coil. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.